Event description:
A malfunction was reported on the pump by the customer. The issue caused the customer's blood glucose level to rise to 585 mg/dl. To address the high blood glucose, the customer administered a correction injection via manual delivery. The customer reverted to an alternate method of insulin therapy.